Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 17.9-18.4cm from the distal cut end, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.